Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when attempting to cut the papilla, the cutting wire broke when the device was bowed. Reportedly, the exposed cutting wire had fully exited the endoscope when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. H10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken; however, it was slightly bent. The device was observed under magnification and the cutting wire was slightly bent. A functional evaluation was performed by introducing the device into the scope and it was found that the initial orientation of the distal tip when it exited the scope was within specification. The handle was also actuated and it bowed without any problem. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was not broken; however, it was just slightly bent considering that it occurred during the procedure and the device had no influence on the event. Based on all gathered information and the analysis performed to the returned device, it was concluded that the investigation conclusion code of this event is no problem detected since the device complaint or problem was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. H11 (correction): the brand name in block b5 has been corrected from hydraome rx 44 to hydratome rx 44.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydraome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when attempting to cut the papilla, the cutting wire broke when the device was bowed. Reportedly, the exposed cutting wire had fully exited the endoscope when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.